Event description:
Customer reported he experienced low blood glucose of 40 mg/dl; treated with glucagon shot. Customer stated he was sleeping when the incident occurred. During troubleshoot; it was stated the drive support cap is recessed. Last blood glucose reading was 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.